Event description:
Customer felt strong resistance during aspiration with vamp plus. After several aspirations, plunger of vamp plus was detached.

Manufacturer narrative:
Device evaluation customer report was confirmed. Rec'd (1) vamp plus system. As received vamp plunger was completely detached from the system. Both plunger flexture arms were completely broken and missing from the system. It was not able to verify plunger/piston movement due to broken plunger. It was not able to check for silicone oil presence because water (from decontamination process) contaminated both blue piston seal and reservoir (cylinder).